Event description:
A nurse reported that two boxes of blades "have been consistently dull". The timing of the event is unk. There is no report of harm to any pts. Additional info has been requested.

Manufacturer narrative:
Samples have not yet been received for evaluation. Since no lot number was provided, a device history record review could not be performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).